Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, generator and electrical evaluation of the returned device. Visual analysis of the returned sample revealed reddish material inside the pebax thermocool® smart touch® sf uni-directional navigation catheter catheter. An electrical test was performed, and the catheter failed; no electrical readings were observed on the electrode. A generator test was performed and the impedance failed, the temperature was shown correctly. A failure analysis was performed, and the catheter was dissected on the tip area; the electrical wire was found broken, causing the improper electrical signal. The catheter was sent at sem analysis to identify the root cause of reddish material inside the pebax. Sem results show evidence of mechanical damage and a hole on the pebax surface. Object that causes of damage is unknown. A manufacturing record evaluation was performed for the finished device 30487378l number, and no internal action related to the complaint was found during the review. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an afib - persistent ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified reddish material inside of the pebax. The finding was identified on (B)(6) 2021. During the procedure, no temperature reading was received for the catheter. The catheter cable was replaced but the temperature issue persisted. The issue was resolved by replacing the entire catheter. No further details were provided regarding the procedure; however, no patient consequence was reported. The temperature issue is not MDR-reportable. However, the hole on the pebax (which allowed the red material inside) is MDR-reportable.